Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, there was foreign material in the air/water cylinder and tube and nozzle. The foreign material was most likely silicone. Silicone is for example included in simethicone, a defoaming agent, lubricants, etc. It is possible that foreign material remained in the channel even if the reprocessing was conducted in accordance with the instruction manual. However, the definitive root cause of the foreign material could not be determined. The instruction manual identifies detective and preventative verbiage associated with foreign material in " gif-ez1500 operation manual chapter 3 preparation and inspection¿ and ¿gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign material on air water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.